Event description:
It was reported to philips that the system gave a remote alert indicating a host computer was not able to communicate with the flexvision computer within 105 seconds, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) went onsite and analyzed the error log files and found that the flexvision system was unresponsive. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and hard drive by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes have been updated based on the investigation's outcome.